Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err121 err69. It was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. No additional patient or event information is available. Labeling indicates: the dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.